Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, broken battery tube threads, cracked reservoir tube and minor scratches on the lcd window.

Event description:
Customer reported via phone call damage to the insulin pump. Troubleshooting for the cosmetic damage was performed. Customer advised the damage is a crack on the battery housing where you screw the battery cap. Customer advised the damage occurred when the insulin pump was bumped against the counter and 2 pieces of the insulin pump came off. Customer advised the insulin pump also has damage on the front of the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.